Event description:
Healthcare professional reported that 6 hours after the injection with unspecified juvederm voluma patient developed excessive swelling. The patient was treated with loratadine and indicates swelling is subsiding. The patient was concomitantly injected with juvederm volift in the peri orbital region and juvederm ultra in the lips. This is the same event and the same patient reported under MDR ID #3005113652-2014-00259 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, jevederm voluma.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event "edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.